Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to ¿short latex dwell time" or "latex dip speed out too slow." The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use the product of have later allergy. Scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box."

Event description:
It was reported that on (B)(6) 2022, the patient was admitted to hospital with left hydronephrosis with ureteral calculi. On (B)(6) 2022, the patient underwent transurethral left ureteroscopy and ureteral stent placement under general anesthesia. After the operation, the doctor insisted on inserting a foley catheter to drain urine. On (B)(6) 2022 at 8.20, the patient complained that urine leaked and the catheter was moved out. When the user checked and gently pulled the catheter, it was found that the catheter fell out of the body. After checking the catheter, it was found that the balloon was ruptured and this delayed the patient's catheterization. Immediately, the user replaced the catheter with a new one, reinserted the catheter and continued to catheterize the patient. When the patient was inspected at 10.00, the urine drainage was normal and the adverse events improved. Per follow up information received via ibc on 22-nov-2022, stated that there were no missing pieces of balloon found inside the patient and there was no impact to the patient.